Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case showed the user selected an l3-l4 interbody but did not actually plan this implant. Case logs also confirmed the user never planned the selected l3-l4 interbody. The reported issue of screws not populating at the correct levels only effected the l3 and l4 screws, and was reproduced when loading this case on an in house system. However, when re-planning the l3 and l4 screws along with planning the previously selected l3-l4 interbody, all screws populated at the correct levels and could be navigated accurately in a lab setting. Ultimately, the user in this case was not able to resolve this issue and aborted egps. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to issues with screw trajectory.